Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an email was received from an eye care provider (ecp) in (B)(6) who reported a patient (pt) was diagnosed with an ¿abscess¿ (affected eye not provided) while wearing the 1-day acuvue® trueye® brand contact lens. The ecp reported there is no ¿manipulation error¿. The symptoms began (B)(6) 2018 and pt is responding well with tobrex and ciloxan. On (B)(6) 2018 the ophthalmologist provided additional information: the pt developed an abscess on the os which was diagnosed on (B)(6) 2018. The pt was prescribed ¿tobrex ciloxan¿ every hour. The pt is still under treatment and has not returned to contact lens wear. On (B)(6) 2018 additional information was received from the affiliate: the ecp reported the location of the os corneal abscess is superior, peripheral. The treatment is continuing with ciloxan and tobrex. On (B)(6) 2018 an email was received with additional medical information. The ecp saw the pt on (B)(6) 2018 and reports the pt is doing very well. The ecp requested the pt call to provide the lot number of the suspect product. No additional medical or product information has been received. The lot number is unknown. It is unknown if the suspect os lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.